Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that there was an under infusion of an antibiotic during secondary tubing use. It was noted that "the slide clamp kinks off the tubing sometimes and all of the antibiotic will not infuse."